Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent. (B)(4).

Event description:
It was reported that the plaintiff was implanted with a monarc subfascial hammock on (B)(6) 2007 to treat stress urinary incontinence. It was alleged that the plaintiff experienced urinary problems and a problem with the product.